Event description:
It was reported that the lead was repositioned due to elevated pacing thresholds.

Manufacturer narrative:
Final analysis revealed that the device did not have an audible tone due to broken transducer wire.